Manufacturer narrative:
The customer reported to olympus, the colonovideoscope had poor drainage. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of nozzle, water removal ability did not meet the standard value., due to a pinhole on ch-tube, water tightness was lost, switch box had a scratch, paint on aw-cylinder was peeled, fe lever had a scratch, fe (forceps elevator) knob had a scratch, u/d knob had a scratch., r/l knob had a scratch, control unit has a scratch., control unit had discoloration, control unit had corrosion due to water leakage, due to clogging of nozzle, water supply volume did not meet the standard value, due to clogging of nozzle, air supply volume did not meet the standard value., adhesive on a-rubber had a chip., due to wear of angle wire, the play of u/d knob was out of the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, the plastic distal end-cover had a scratch, connecting tube had a scratch, forceps channel port was shaved., s-connector had a scratch, universal cord had a scratch, flexibility adjustment ring had a scratch, grip had a scratch, s-cover plate was detached, the scope-cover had a scratch., switch box had a scratch., paint on air/water-cylinder was peeled, connecting tube had a scratch, the lock engagement lever had a scratch, u/d (up/down) knob had a scratch, r/l knob had a scratch, control unit had a scratch, control unit had discoloration., el-connector had corrosion due to water leakage, control unit had corrosion due to water leakage, the fe knob had a scratch and due to damage on ccd (charged coupled device) unit, the image had white dots. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had poor drainage. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.